Manufacturer narrative:
Follow-up #1: date of submission 09-feb-2018. Device evaluation: the device has been returned and evaluated by product analysis on 08-feb-2018 with the following findings: during investigation, the battery compartment was found to be cracked starting at the threads to the left side of the grip pad down to the case seal. The pump was unable to power on, which impeded further investigation. Unrelated to the original complaint, moisture was observed in the battery compartment. A leak test was performed and a leak was identified in the battery compartment. The pump cover was opened and no further moisture was found.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. It was reported that the battery compartment was cracked and that the pump experienced intermittent power. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.